Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(4) on 08-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, everything according to the protocol. Check on (B)(6) 2014, essure was in situ. In (B)(6) 2015 patient wanted novasure. During the ablation patient experienced more pain than normal (physician thought this was caused by the person herself). During retrieval of the novasure device the left side essure appeared to have come along. Physician could not guarantee patient that she could trust the sterilization. Therefore immediately laparoscopic sterilization was performed (clips on both tubes). During that it appeared that the tube left at the height of the uterotubal junction showed severe ischemic. Possible explanation was that the novasure device (head) came in contact with essure and conduction occurred to the surrounding tissue via essure coil. At the time of this report, patient was free of complaints. Follow-up received on 03-nov-2015: patient's personal data (the second initial and date of birth) were updated. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who was submitted to an endometrial ablation (novasure) 20 months after essure (fallopian tube occlusion insert) insertion. During novasure removal; the left side essure appeared to come along. Physician performed a laparoscopic sterilization; during this surgery the tube (at the height of the uterotubal junction) appeared severely ischemic. Physician believed this event occurred because novasure came in contact with essure and conduction occurred to the surrounding tissue. These events are listed in essure's reference safety information. Novasure is a bipolar electrode array used to create a thermal lesion on the interior surface of the uterine cavity. If this procedure is performed in patients with essure inserts in place, thermal injury to the proximal portion of the fibrotic in-growth that causes tubal occlusion may occur. Additionally, if the novasure device contact essure inserts; heat from novasure may be propagated along the essure insert. This could also cause fallopian tube injury. In this particular case, left essure coil was unintentionally removed with the novasure device; this suggests contact between the 2 devices occurred during the procedure. The physician believed this contact was a possible explanation for the fallopian tube injury (ischaemia), discovered during the laparoscopy. Considering events nature; company agrees with physician's assessment. Therefore, a contributory role of essure in the reported fallopian tube injury cannot be excluded and this case was regarded as an incident (since a surgical intervention was required). A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Ptc investigation result was received on 03-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-dec-2015 for the following meddra preferred term: pelvic organ injury. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who was submitted to an endometrial ablation (novasure) 20 months after essure (fallopian tube occlusion insert) insertion. During novasure removal; the left side essure appeared to come along. Physician performed a laparoscopic sterilization; during this surgery the tube (at the height of the uterotubal junction) appeared severely ischemic. Physician believed this event occurred because novasure came in contact with essure and conduction occurred to the surrounding tissue. These events are listed in essure's reference safety information. Novasure is a bipolar electrode array used to create a thermal lesion on the interior surface of the uterine cavity. If this procedure is performed in patients with essure inserts in place, thermal injury to the proximal portion of the fibrotic in-growth that causes tubal occlusion may occur. Additionally, if the novasure device contact essure inserts; heat from novasure may be propagated along the essure insert. This could also cause fallopian tube injury. In this particular case, left essure coil was unintentionally removed with the novasure device; this suggests contact between the 2 devices occurred during the procedure. The physician believed this contact was a possible explanation for the fallopian tube injury (ischaemia), discovered during the laparoscopy. Considering events nature; company agrees with physician's assessment. Therefore, a contributory role of essure in the reported fallopian tube injury cannot be excluded and this case was regarded as an incident (since a surgical intervention was required). Based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect.